Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer states they had low of 40mg/dl and treated with candy and coke. Troubleshoot was conducted. The customer declined to conduct displacement test and rewind the pump. The customer was advised to monitor the device and call back if issues persist.